Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The physician chose to explant the lead after several repositioning attempts.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.